Event description:
During screw insertion using power and torque limiting, the screw torqued through the most proximal anterior hole of the plate. The screw was removed and replaced; reportedly 45 minutes of add'l surgical time resulted from this issue.

Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Device is the subject of a medical device recall initiated on 08/30/10.